Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were noted. Patient was experiencing pvc's and inappropriate therapy was delivered. Therapy was turned off. Patient requested to turn hv therapy as well. The patient was informed about the consequences of the disabled hv therapy. The patient will be monitored.

Event description:
Related manufacturer reference number: 2017865-2020-13317. Additional information - it was reported that there was also noise on the right ventricular lead that caused the inappropriate high voltage therapy in 2015. The right ventricular lead, which had disabled high voltage therapy, was capped and replaced on (B)(6) 2020 during a routine generator replacement, as the oversensing could not be programmed around. The patient was doing well post procedure and was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.